Manufacturer narrative:
Physio-control evaluated the device and verified the issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During evaluation of a customer report of 1c13 error, physio-control found that the device had an intermittent white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no report of patient use associated to the reported event.

Event description:
During evaluation of a customer report of 1c13 error, physio-control found that the device had an intermittent white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u2.